Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the nurse had to stop treatment due to the needle leaking.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample evaluation could not be conducted since a sample nor photograph was provided for evaluation. Without a sample to evaluate, it is not possible to confirm the reported issue. All associated lot documentation was carefully reviewed; no issues or discrepancies were found related to the reported complaint. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, this lot was inspected for leakage at the hub. The lot met all defined acceptance requirements and was released. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The investigation did not identify a systemic issue with the product or process, no trend exists for the reported condition and a specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time.